Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on when opening the lid. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device's lid magnet was missing from the lid. Stryker replaced the device's lid assembly and battery. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the device's lid and determined that the cause of the reported issue was due to the magnet missing from the lid due to damaged magnet retainer clips. The lid and battery were archived by stryker.

Event description:
The customer contacted stryker to report that their device does not power on when opening the lid. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.